Event description:
Event description guidant received information that, during the implant procedure, the patient's blood pressure dropped. The doctor did an echo and found blood in the pericardium. They took the patient to surgery to remove the blood. There was no apparent perforation of the heart. Ventricular capture and pacing thresholds were good. The atrial thresholds had not changed. The impedances are good and stable and the sensing is good on both leads.